Event description:
It was reported that the pump battery was depleting quickly. There was no information provided regarding the impact on the customer's blood glucose level. No additional information was provided.